Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering. Customer¿s blood glucose level was 300 mg/dl at the time of incident. Customer also reported battery failed alarm and no delivery alarm but was resolved by changing complete set. Customer also experienced high blood glucose level and treated with insulin pump and syringe. Customer stated that when testing the insulin pump while doing a bolus, while disconnected, not a lot of drops came out. The reservoir and insulin pump will not be returned for analysis.